Event description:
We were administering a 24 hour chemotherapy infusion on an admitted patient. The product was compounded using bd phaseal closed system transfer device with alaris pump 0.2 micron filter tubing. At approximately 8pm the tubing of the chemotherapy infusion to the patient became disconnected and the patient had 120 minutes of the infusion being administered directly into the patient's bed and skin. The bd spin collar connector with bd protective clam shell both became disconnected without the patient's knowledge, until discovered 120 min later as reported. Bd has been notified of this error with their medical device.